Event description:
This record is a consolidation of q3 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of intraoperative tritanium tl inserter jamming. The associated procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Event description:
This record is a consolidation of q3 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of intraoperative tritanium tl inserter jamming. The associated procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Lot 183441. (1): manufacture date: 19 february 2019. Device not returned.